Manufacturer narrative:
The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation, omsc could not evaluate the subject device. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined, however, based on the information from oekg, it was considered that this phenomenon was attributed to the inappropriate handling by the user. Also the instruction manual of the subject device stated the appropriate handling. "Attaching the distal cover" never use the endoscope unless the distal cover is properly attached to the distal end. If the distal cover is not attached correctly, it may slip off or fall off the distal end during the examination. This could result in thermal injury when the endoscope is used with high-frequency endo-therapy accessories. And, continuing the examination after the distal cover has fallen off may cause patient injury by the exposed distal end of the endoscope. If a distal cover with cracks or pinholes is used, it could fall off during the examination and/or, it may cause thermal injury because an electric current leaks from cracks or pinholes when high-frequency cauterization treatment is performed. Never use a distal cover with cracks or pinholes but replace it with a new one. Push the distal cover straight onto the distal end of the endoscope until the bottom end of the distal cover contacts the end part of the white ring. Hold the bending section lightly close to the distal end and press the distal cover about 1 mm onto the distal end. When pressing the distal cover, it extends as shown in figure 3.17. While maintaining the condition obtained in step 3. (Pressing the distal cover), turn the top end of the distal cover clockwise until it stops as shown in figure 3.18. After turning the distal cover, pull it lightly towards the top end of the distal cover to attach it properly to the distal end. Pulling holds the distal cover on the distal end of the endoscope completely. If the distal cover cannot be turned, it may not be pressed enough. Refer to step 3. As shown above and repeat the step from 3. To 5. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that the distal cover (maj-311) fell off from the subject device (tjf-160vr) inside the patient's body during unspecified endoscopic procedure. The user retrieved the distal cover (maj-311) from the patient using with the unspecified forceps. There was no report of the patient injury. The subject was returned to olympus europa se & co. Kg (oekg) for the evaluation. In the evaluation, oekg could attach a distal cover (maj-311) to the subject device (tjf-160vr) properly and tightly, also confirmed that the subject device had no irregularity. Furthermore, the user was using the subject device as the loaner device of the tjf-145, therefore the user was unaccustomed for the handling of the tjf-160vr. Consequently oekg considered there was the possibility that this phenomenon was attributed to inappropriate handling by the user.